Event description:
Screw breaking at the initial moment of fixation in the tibial tunnel.

Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution.

Event description:
It was reported that the screw broke upon initial fixation in the tibial tunnel. The procedure was completed with a back-up device. No patient injury or other complications were reported.